Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2010. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). Correction: the device was returned and an evaluation was performed. The system error 2240 was identified during a review of a returned homechoice (hc) device. Not enough data is available within the complaint to identify root cause; therefore, the cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). No allegation of a product malfunction was reported, therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.